Event description:
Per the clinic, the patient experienced an infection at the implant site. The device was subsequently explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the incision site. The patient underwent a surgical procedure (date not reported) to created a skin flap and fixed the incision. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.